Event description:
It was reported that the customer was awakened in the morning to a resume pump alarm. Reportedly, customer's blood glucose level was impacted. Customer was able to resume insulin and deliver a bolus successfully.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.